Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this c1 was delivered to the hospital in (B)(6) 2023. The rtc was reset when local staff carried out a buzzer sounding test during a routine inspection of the c1. No patient involvement